Event description:
Doctor was performing a bladder stone removal procedure when the patient's bladder was perforated. Small perforation was treated, stone removed and procedure completed. Patient condition post op was good. Doctor reported there was no problem with instrument; it was in operational condition.